Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 2 of 4. The home patient (hp) stated that she fell asleep and that she was no longer connected to the machine; the patient line had separated from the transfer set. The supplies had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the hp cycle the power and the hc alarmed system error 2367. Proper procedures were reviewed and the patient would start over with new supplies. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed, based on the customer report. However, the root cause could not be determined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.